Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a video assisted thoracoscopic surgery procedure; the device fired properly but then would not open outside of the body to replace the cartridge. The surgeon said the battery sounded like it was dying. Another like device was opened to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse45a device (a) was returned in good visual condition and with an ecr45m partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No partial fire was noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.